Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(6), implanted: (B)(6) 2012, explanted: (B)(6)2014 product type catheter. (B)(4).

Event description:
It was reported that patient had a spinal fusion on (B)(6) 2013. Patient lost effective therapy, ¿less than 50% therapy relief.¿ the managing physician suspected the catheter was nicked. A catheter dye study confirmed contrast leaking out from two distinct places in the catheter. The catheter was replaced on (B)(6) 2014. It was noted that the issue was at the catheter track and had resolved. The pump system was delivering compounded baclofen, hydromorphone and bupivacaine. The patient¿s status at the time of report was ¿alive-no injury.¿ it was noted that when removing the existing catheter, the catheter deliberately cute in different places to facilitate process of removal. Additional information received reported the location of the issue where the managing physician noted the catheter had been compromised was at the spinal incision site. It was noted per the catheter dye study and visual confirmation intraoperatively when the catheter was exposed on (B)(6) 2014. The intraspinal segment appeared intact; the catheter segment tunneled from the abdomen pump pocket site and patient¿s flank appeared intact. The segment of catheter which immediately exits the spin and prior to entering the flank was the location where the catheter issue was identified.